Event description:
It was reported that the reusable inner cannula is impossible to lock in the tracheostomy tube. No patient involved. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned tracheostomy tube was evaluated for the reported "twist lock difficulties". A visual inspection was performed and it was observed that all the components are assembled properly at the outer cannula. A torque test was performed and it was found to measure within manufacturing specifications . No failure mode was observed in the received sample. Based on the manufacturing controls, received samples, data collection for torque and the information in cts, the below facts are concluded: molding process: no evidence of issues during manufacturing process of the component was found during the investigation. Assembly process: no evidence of issues during manufacturing process of the component was found during the investigation. The root cause is not related to manufacturing processes as there are manufacturing controls in place to detect this defect. All torque for the twist lock readings are within specification for the reported lot numbers. The failure mode was not confirmed in the received sample.